Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment. The bmt said that the machine has been returned to service after she replaced the blood pump rotor. Follow up with the facility administrator (fa) revealed that about 2 hours into treatment, the fresenius 2008t hemodialysis machine alarmed appropriately with ¿air in line¿. They use fresenius bloodlines and fresenius dialyzers as well. The patient¿s ebl was approximately 100ml.there was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, it was noted that the returned blood pump rotor has a missing sleeve (guide sheave) on one of the rear guide pin. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for two hours. The blood pump rotor functioned properly without any failures. The bloodline (tubing) was not damaged during the test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the complaint was able to confirm the reported event. The cause was determined to be due to a mechanical problem and was traced to component failure.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment. The bmt said that the machine has been returned to service after she replaced the blood pump rotor. Follow up with the facility administrator (fa) revealed that about 2 hours into treatment, the fresenius 2008t hemodialysis machine alarmed appropriately with ¿air in line¿. They use fresenius bloodlines and fresenius dialyzers as well. The patient¿s ebl was approximately 100ml.there was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.